Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13502. The patient has two leads from the same lot number. The patient reported she experienced all her programs turning on at once. She stated the programs were all at the maximum amplitude and she felt what she described as being "electrocuted". The patient was advised her scs system was not capable of running more than one program at a time, however, the patient insisted it had happened. The patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.